Event description:
An ovation ix abdominal stent graft system was implanted to treat an abdominal aortic aneurysm. The patient presented approximately 8 months post-op with leg pain. An angiogram completed showed evidence of possible thrombus within the aortic body stent graft and bilateral claudication. A re-intervention is planned at a later date to treat the stenosis with the placement of a iliac limb extension; however, the patient has not been scheduled as of date and will continue to be monitored. As of the date of this report, there have been no additional patient sequelae reported.